Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. No anomalies were noted when the dilator was advanced through the returned sheath. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a pvi for atrial fibrillation procedure, an arrhythmia occurred which resolved with no intervention needed. Transseptal puncture was successful and voxels were collected with the tacticath se catheter in the left atrium (la) which was in the agilis introducer. The catheter was then changed to an advisor fl se to make a map of the la in peak to peak with geometry. After the exchange of the catheter in the agilis, the patient had a qt elevation noted on ECG which resolved without intervention. It was initially thought an air embolism occurred. A coronary angiogram was performed which was negative, no air was visualized in the patient. The introducer was replaced and the procedure was completed successfully. The patient is stable. The physician thinks the arrythmia may not have been due to an air embolus but may have been related to a vagal reaction after the transseptal puncture. There were no performance issues with any abbott device.